Event description:
An endurant stent graft system was attempted to be implanted for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm. The proximal neck was measured 23 mm in diameter and 55 mm in length. The right common iliac artery measured 10, 12 mm in diameter and the left iliac artery measured 12, 11 in diameter. The femoral arteries measured 9 mm in diameter. The proximal neck was mildly angulated. The proximal neck was moderately calcified. The right iliac artery was severely calcified. The left iliac artery was moderately calcified. The patient had pre-existing stent within the left common iliac artery. It was reported that there was access issue during index procedure where the physician was not able to advance the delivery system. The stent graft was not deployed. The physician attempted to remove the delivery system from the patient, however, higher than expected forces were encountered. The plastic piece adjacent to the back end thumb wheel of the delivery system broke apart; the tech was pulling from the back end. The delivery system was able to be removed from the patient. There was no injury to the patient. No devices were implanted in the patient. No clinical sequelae were reported and patient is fine.

Event description:
Additional information was received for this case. Per the physician's statement it was confirmed that the patient is in palliative care.

Manufacturer narrative:
(B)(4).